Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coils brokwn') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("coils too far in uterus"), gingival swelling ("gums were swollen"), gingival bleeding ("gums would bleed"), tooth fracture ("broken tooth"), gingival recession ("my gums are receded"), bladder disorder ("I had to constantly run water thrugh my bladder /my bladder symptoms"), allergy to metals ("nickel allergy") and inflammation ("inflammation nos"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device breakage, device expulsion, gingival swelling, gingival bleeding, tooth fracture, gingival recession, allergy to metals and inflammation outcome was unknown and the bladder disorder had resolved. The reporter considered allergy to metals, bladder disorder, device breakage, device expulsion, gingival bleeding, gingival recession, gingival swelling, inflammation and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: gingival swelling, gingival bleeding, tooth fracture, medical device removal, gum recession, bladder disorder,coils too far in uterus , nickel allergy and inflammation , device breakage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gingival swelling ("gums were swollen"), gingival bleeding ("gums would bleed"), tooth fracture ("broken tooth"), gingival recession ("my gums are receded") and bladder disorder ("I had to constantly run water through my bladder /my bladder symptoms "). The patient was treated with surgery (drug removal). Essure was removed. At the time of the report, the medical device removal, gingival swelling, gingival bleeding, tooth fracture and gingival recession outcome was unknown and the bladder disorder had resolved. The reporter considered bladder disorder, gingival bleeding, gingival recession, gingival swelling, medical device removal and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: gingival swelling, gingival bleeding, tooth fracture, medical device removal, gum recession, bladder disorder quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: events I had to constantly run water through my bladder /my bladder symptoms, are receded added. On 20-mar-2020: fu3 and fu4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gingival swelling ("gums were swollen"), gingival bleeding ("gums would bleed") and tooth fracture ("broken tooth"). The patient was treated with surgery (drug removal). Essure was removed. At the time of the report, the medical device removal, gingival swelling, gingival bleeding and tooth fracture outcome was unknown. The reporter considered gingival bleeding, gingival swelling, medical device removal and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: gingival swelling, gingival bleeding, tooth fracture, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coils brokwn') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("social media received. Reporter's information added."), gingival swelling ("gums were swollen"), gingival bleeding ("gums would bleed"), tooth fracture ("broken tooth"), gingival recession ("my gums are receded"), bladder disorder ("I had to constantly run water thrugh my bladder /my bladder symptoms"), allergy to metals ("nickel allergy") and inflammation ("inflammation nos"). The patient was treated with surgery (essure removed). At the time of the report, the device breakage, device expulsion, gingival swelling, gingival bleeding, tooth fracture, gingival recession, allergy to metals and inflammation outcome was unknown and the bladder disorder had resolved. The reporter considered allergy to metals, bladder disorder, device breakage, device expulsion, gingival bleeding, gingival recession, gingival swelling, inflammation and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: gingival swelling, gingival bleeding, tooth fracture, medical device removal, gum recession, bladder disorder,coils too far in uterus , nickel allergy and inflammation , device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added.event: medical device removal were updated to device breakage . New event: coils too far in uterus , nickel allergy and inflammation were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gingival swelling ("gums were swollen"), gingival bleeding ("gums would bleed") and tooth fracture ("broken tooth"). The patient was treated with surgery (drug removal). Essure was removed. At the time of the report, the medical device removal, gingival swelling, gingival bleeding and tooth fracture outcome was unknown. The reporter considered gingival bleeding, gingival swelling, medical device removal and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: gingival swelling, gingival bleeding, tooth fracture, medical device removal. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. Case make incident. Event added- medical device removal. Reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.